Event description:
In 2008, the patient reported his primary insulin infusion device reached its end of life so, he switched to his backup infusion device. He said he put a new power pack in the backup device, but the display was faded or partial in some areas and had black spots in other areas. He tried another new power pack with the same results. He stated the device has not been dropped and there is no moisture in the device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.